Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's right eye (od). The surgeon reports the lens was explanted due to the lens did not help the patient's vision. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).